Event description:
The healthcare professional reported that the 90 cm cerebase da guide sheath (gs9090sd / lot# unknown) ¿fell apart.¿ there was no negative consequences for the patient. The complaint product has been discarded. On 19-dec-2022, additional information was received. The information indicated the procedure was at the beginning of december, the exact date is not known. The lot number of the device is not available. However, the following lots were available at the account at the time: 30609089, 30623334, 30637431, 30845402, 30849746, 30845695, and 30856628. The thrombectomy procedure was an adapt (direct aspiration first pass technique) case targeting the m1 segment of the middle cerebral artery (mca). No microwire was used. It was reported that the vessel was excessively tortuous with acute bends. It was reported that the device broke along in a proximal end close to the hub. The break was covered with a short sheath as blood started to soak through the break, but since it was covered, it was fine to finish the case. The cut was hidden in the short sheath. The break/cut was around 4mm long. The device was cracked, but still in one piece. A photo of the device is not available. The reported issue did not result in any clinically significant delay in the procedure. There was no patient injury as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the event was at the beginning of (B)(6) 2022. The exact date is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that the 90 cm cerebase da guide sheath (gs9090sd / lot# unknown) ¿fell apart.¿ there was no negative consequences for the patient. The complaint product has been discarded. On 19-dec-2022, additional information was received. The information indicated the procedure was at the beginning of december, the exact date is not known. The lot number of the device is not available. However, the following lots were available at the account at the time: 30609089, 30623334, 30637431, 30845402, 30849746, 30845695, and 30856628. The thrombectomy procedure was an adapt (direct aspiration first pass technique) case targeting the m1 segment of the middle cerebral artery (mca). No microwire was used. It was reported that the vessel was excessively tortuous with acute bends. It was reported that the device broke along in a proximal end close to the hub. The break was covered with a short sheath as blood started to soak through the break, but since it was covered, it was fine to finish the case. The cut was hidden in the short sheath. The break/cut was around 4mm long. The device was cracked, but still in one piece. A photo of the device is not available. The reported issue did not result in any clinically significant delay in the procedure. There was no patient injury as a result of the reported issue. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.